Manufacturer narrative:
The customer¿s report that the syringe module was not infusing as expected was not confirmed. The associated pcu event log was not available; therefore, the exact programming and drugs used could not be determined. Review of the syringe module event log shows that on (B)(6) 2016, a total of 4 infusions were completed with either a 3ml or 1ml syringe. From 2:27am to 3:27am, 2ml infused at a rate of 2ml/hr. From 9:55am to 10:05am, 0.65ml infused at a rate of 3.9ml/hr. From 10:10am to 10:20am, 0.4165ml infused at a rate of 2.499ml/hr. From 10:33am to 11:33 am, 1.25ml infused at a rate of 1.25ml/hr. Each of the 4 infusions ran for the appropriate amount of time based on the programmed rate and vtbi. No anomalies were observed during visual inspection and functional testing of the device. The root cause of the reported event was not determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a caffeine infusion, although the software and pump were scanned without a problem, the medication did not infuse as expected. Biomed does not know if a 3 ml or a 1 ml syringe was used for the infusion, and the program settings are not available. It was reported the patient experienced no adverse effects as a result of the event.